Manufacturer narrative:
The adhesive on the anchorfast endotracheal tube holder strap is not the primary method of securing the strap. Testing has shown that straps without adhesive will securely hold the et tube when pulled tightly. It is believed that the strap may not have been secured tightly around the et tube resulting in slippage of the tube. In the review of reserve samples, of 8 samples tested, one sample had lifting of the adhesive upon removal of the release liner. This report or information submitted does not constitute an admission that the device, hollister incorporated, or hollister employee caused or contributed to the reported event.

Event description:
It was reported that the anchorfast oral endotracheal tube holder was applied to the patient on approximately (B)(6) 2012 and within 24-48 hours the et tube self-extubated. The hospital was not sure that this was a product malfunction but upon examination it was noted that there was a lack of adhesive on the strap that wraps around the et tube. The patient did not require reintubation but was instead placed on bipap by mask with oxygen. This was the second anchorfast used on this patient but the only one associated with an extubation. Two additional products from the same lot in that hospital were identified with strap adhesive lifting off.